Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that following the laser assisted portion of cataract surgery, a capsule tear was noted after removal of the natural lens. An anterior vitrectomy was performed and a sulcus lens was placed to complete the procedure.